Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva nano system blood glucose result of 16 mmol/l, professional system result 7 mmol/l within 10 minutes. Reported no adverse event due to discrepancy. A request was made for the return of the meter and strips, replacement sent.